Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was found to be dislodged. The patient was brought to the operating room for lead revision. The lead was repositioned successfully. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Correction: explant date should not have been included in the previous report. The lead was not explanted. It was repositioned on (B)(6) 2018.